Event description:
Nurse reported customer being hospitalized due to high bg. Nurse stated that customer is new on the pump and doesn't have the basal rates. Instructed them to contact the dr and call back. Instructed customer to call back to troubleshooting the pump.